Manufacturer narrative:
Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: 2000016280. Model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient lost coverage on the left side due to lead migration. The patient underwent a revision procedure wherein a new lead was added. The patient was doing well postoperatively.